Event description:
Pdc received call regarding medical attention on (B)(6) 2013. Per patient, event occured (B)(6) 2013 at 10:00pm. Patient stated she wasn't feeling well and was getting sweaty and short of breath. She knew it was a sign of low blood sugar, as she's felt that way in the past. Patient tested on prodigy meter and result was 62mg/dl. She called medics and took 2 spoonfuls of sugar from a jar kept beside her bed. Patient said medics arrived 10 minutes later, took a reading with their meter and results were lower than that of prodigy's, though she couldn't remember the result. Patient was transported to the hospital. She was given a sugar solution to swallow while in the ambulance. After arrival at the hospital, patient was given a sandwich and released a few hours later. Patient informed pdc that she just started using a new levemir flex pen that arrived in the mail, unchilled. She called levemir's manufacturer and reported the incident. They've requested return of the product to test for defects. Per patient via phone call, last meter readings are: 7-day average 107mg/dl, 14-day average 109mg/dl, 28-day average 91mg/dl, (B)(6) at 2:08pm 87mg/dl, (B)(6) at 11:16pm 95mg/dl, (B)(6) at 2:33pm 62mg/dl, (B)(6) at 12:54am 115mg/dl, (B)(6) at 12:29am 117mg/dl. Meter not set to correct date. Pdc sent a replacement meter with pre-paid return envelope for return of suspect product so it can be evaluated.